Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A new tubing was loaded and the alarm reoccurred. Reportedly, customer used fisap insulin and customer was aware of cartridge/insulin labeling. A new cartridge was loaded to address the event and insulin delivery was resumed. Blood glucose was 210 mg/dl.